Event description:
Related manufacture reference number: 2017865-2023-47225. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The atrial lead was also noted to be dislodged. The atrial lead was explanted and replaced on 7 sep 2023. The right ventricular lead was capped and replaced on the same date. The patient was in stable condition.